Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. It was reported the pt had a type 1 endoleak from the proximal anterior portion of the stent graft. It was not possible to determine if there was stent graft migration or not. A prior CT scan from 18 months ago showed the aneurysm was 2.7 cm in diameter with no endoleak. Approximately 8 months later, there was a small type 1 endoleak present and the aneurysm was 3.2 cm and another follow-up performed approximately 2 months ago showed there was a more prevalent endoleak at the same location with increase of the aneurysm size to 4.8 cm. Endovascular repair with balloons and possibly cuff placement is scheduled at a later date. There was also a previous 3 cm right iliac aneurysm which appears smaller and no longer shows a leak.

Manufacturer narrative:
.